Manufacturer narrative:
The investigation found a leak in the fluid path coming from a small puncture in the exposed portion of the soft cannula. The cause and timing of the cannula damage could not be determined. No other damages or defects were found that would contribute to a failure to deliver insulin. The cause of the reported event could be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to around 28 mmol/l (504 mg/dl) while wearing the pod between 1 and 4 hours. As treatment, a new pod was applied. The device investigation observed a cannula damage and fluid leakage during testing.